Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, corrosion was found at the keypad traces. Moisture damage at electronic assembly and motor and vibrator assembly during visual inspection. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, cracked case, cracked case from reservoir tube window corners and missing end cap sticker. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump alarmed button error. Customer stated that the menu and all buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.